Event description:
It was reported that the right ventricular lead exhibited loss of capture and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.